Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus, and confirmed no scrapes at biopsy channel or air leakage at leakage test. However, the foreign material was enclosed with the actual device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was a solid pipe shaped material of diameter about 3mm. According to the shape of the material, it would not be originated from endoscopes. It is possible since its diameter was smaller than inner diameter of biopsy channel, it could be parts of endo therapy accessories. However, olympus could not identify the material and the root cause of the reported event could not be identified with the information received. The event can be detected/prevented by following the instructions for use which state: - preparation and inspection. - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: complete establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an ercp (treatment) procedure, part of the tip of the duodenoscope fell off inside the patient¿s duodenum. It was quickly retrieved, using a biopsy forceps, and the procedure was completed with the same set of equipment as planned. The procedure was prolonged by 5-10 minutes. No reports of health damage to the patient occurred. Additional information received that an investigation is in progress at the facility to identify if scope tip fell off inside patient (malfunctioned) or whether the part of the treatment tool fell off inside patient.